Event description:
The patient was revised because the femoral component was loose.

Manufacturer narrative:
Examination of the submitted device did not reveal any evidence confirming the reported loosening. A search of the complaint database did not reveal any other reports against the lot number. The investigation could not verify or draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action was indicated.